Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked cap with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of cracked cap was not observed. Furthermore, 6 retention samples were evaluated by functional testing and no issue of cracked cap post centrifugation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced a broken lid/cap. The following information was provided by the initial reporter. The customer stated: the customer observed the cracked cap post centrifugation. The customer had not noticed any defects while performing venipuncture. I am waiting on confirmation of lot# and centrifugation speed. Only one tube was damaged ¿ however it was the only one in the centrifuge at the time small amount of blood was sprayed on the lid of the centrifuge ¿ no other samples were contaminated. The rubber bung under the cap of the tube remained in the cap. Customer has advised that this tube was in a well in the centrifuge which did not have the correct spacer in the bottom of the well. Incorrect spacer is known to cause this problem in the centrifuge. The spacer has now been added to the well of the centrifuge.